Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The broken prong was returned. The fracture surfaces presented voids in the material and other casting imperfections. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Based on the event description and physical examination of this and other returned broken hemostats, the most probable root cause is supplier manufacturing. An investigation is ongoing with related to this issue. A review of the device history record (DHR) was performed for lots 14643672 and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14643672.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown).according to the complainant, while unpacking it was noted the forceps were broken at the proximal of the blades crossing position. A hospital supplied forceps were used to complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, while unpacking it was noted the forceps were broken at the proximal of the blades crossing position. A hospital supplied forceps were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.